Event description:
The lay user / pt contacted lifescan alleging that the product was having the following unresolved meter issue. One touch ultra link meter would not keep the pump communication feature on after repeated attempts to turn it on. The pt's meter is being replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.